Event description:
Boston scientific received information that this product was apart of a patient system that received surgical intervention due to erosion. There was no report of adverse patient effects due to the procedure.

Manufacturer narrative:
The lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.